Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after pump replacement, the patient was lethargic. Two days post implant, the patient presented with motor weakness, drowsiness, nausea, dizziness and irritability. The event resulted in an unscheduled office visit on (B)(6) 2014 and was noted to be related to the intrathecal medication; the patient was overmedicated. No device diagnostics were done. The severity of the event was noted to be ¿mild¿. The outcome was reported as ¿ongoing¿ as of (B)(6) 2014, it was later reported that the event was related to the intrathecal baclofen and hydromorphone. It was later reported that the pump was reprogrammed on (B)(6) 2014; the dosage was halved. On (B)(6) 2014, another 30% in the dosage was made.

Event description:
Additional information later reported the event was resolved without sequelae on (B)(6) 2014. Additional information later reported the clinical diagnosis was medication side effects. The intrathecal daily dose was decreased 50% on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8781, lot# n467180003, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).